Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, stent restenosis and thrombosis occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a 75% stenosed and 28mm long lesion located in the proximal left anterior descending (lad) coronary artery with a reference vessel diameter of 3.0mm. The lesion was treated with predilation and deployment of a 3.0x32mm ion stent resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. (B)(6)-2011: the patient presented due to abdominal pain, nausea and severe chest pain. A subsequent EKG was abnormal. A cardiac pet myocardial perfusion study revealed moderately severe reversible defect involving the anteroseptal and apical wall. Cardiac catheterization revealed the left anterior descending had 95% proximal stenosis, 50% proximal stenosis just before the second diagonal and mild in stent restenosis in the mid vessel including stent thrombosis. This was treated with an off pump single lima (left internal mammary artery) bypass graft to the lad. The event is reported to be resolved without residual effects and the patient was discharged 7 days following surgery. It is the opinion of the physician that this event is related to the ion study stent.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was further reported that at the time of the index procedure, there was 75% stenosis in the proximal left anterior descending coronary artery (lad). The site originally reported that the target lesion was the mid lad. Core lab analysis and procedure notes indicate that the target lesion was located in the proximal lad. At the time of the event, there was 50% mild in stent restenosis in the mid left anterior descending. It was previously reported that there was stent thrombosis at the time of the event. However, this has been corrected. There was no stent thrombosis, only restenosis occurred. It was originally reported by the site that there was 95% stenosis of the proximal lad. Core lab analysis indicates that there was 88.93% stenosis in the proximal lad.

Manufacturer narrative:
(B)(4).